Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address patella tracking complication. It was also indicated that the surgeon assessed that the femoral component rotation was correct and determined the tibial component rotation was causing the patella tracking complication. The decision was made to remove the tibial component and replace with a stemmed attune tibial component. Doi - (B)(6) 2016. Dor - (B)(6) 2017. Unknown affected side.

Manufacturer narrative:
Product complaint # : (B)(4). Evaluation of the returned device confirms the reported event. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.